Manufacturer narrative:
Manufacturer's investigation conclusions: the report of a damaged locking screw was confirmed during the investigation of the returned centrimag motor (sn (B)(6)). The returned motor was evaluated and tested. The reported issue of a damaged locking screw was confirmed. The root cause of the damage could not be conclusively determined. The damaged locking feature was replaced with a new one. The motor was then functionally tested per procedure and it passed all tests. Reports of similar issues will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
This event occurred at (B)(6). The device is expected to be returned for evaluation. It has not yet been received. The centrimag is not a single use device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while trying to assemble the rotor to the centrimag pump during a demonstration, the centrimag pump screw was twisted so it could not fix the pump to the centrimag motor. The monitor started an alarm message of ¿pump not connected.¿ the centrimag worked but under that condition, there existed the possibility of an air embolization. For that reason, the damaged motor was replaced for another. This event was not used on a patient. No further information was provided.